Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user accidentally performed two lunch meal announcements on the ilet pump and suspected an unintended duplicate bolus delivery; device logs later confirmed two consecutive ¿deliver¿ swipes for a usual lunch announcement. Symptoms included no adverse clinical effects, with glucose values reported in the normal range, peaking at 155 mg/dl and with a lowest value of 122 mg/dl. Outcomes included no injury, no hypoglycemia, no hyperglycemia, and no hospitalization. Investigation included review of device logs and review of the ilet report. Investigation of this case revealed that the device functioned as designed and that a user interface interaction led to a duplicate meal dosing action without resulting clinical harm. It was concluded, based on previously established findings for similar reports, that the cause was user error.